Manufacturer narrative:
It was reported that the patient concurrently underwent total abdominal hysterectomy, abdominal sacrocolpopexy and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced infection, urinary problems, and recurrence. It was reported that the patient underwent revision/removal surgery on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mersilene was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/29/2017. (B)(4). It was reported that following insertion the patient experienced rectocele and perineal defect. It was reported that the patient underwent rectocele repair and perineorrhaphy on (B)(6) 2006 by dr. (B)(6).